Event description:
Certified diabetes educator contacted dexcom technical support on (B)(6) 2013, to report that on (B)(6) 2013, there was some of patient's blood under the pod when they inserted the sensor. Blood was not coming out of the patch.